Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after eating, the customer's blood glucose (bg) level ranged from 200- 317 mg/dl and a correction bolus would be delivered to lower the bg level back to "normal". The customer indicated that the pump was functioning as expected and that the cause of the high bg was due changes to the carb ratio setting and that they were incorrect.